Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A materials coordinator reported that, during intraocular lens (iol) implant procedure, the doctor identify once implanted that the lens was ¿opaque and had some micro particles in the center of the lens". The iol remains implanted. Additional information was requested.